Event description:
It was reported that a remote transmission showed noise and oversensing at very fast rates in both the atrial and ventricle channels at the same time, but the defibrillator system does not have an atrial lead. The device and the right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D334drg implantable cardioverter defibrillator (B)(6) 2011; 6945-65 implantable tachy lead (B)(6) 1999.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Rv programmed sensing is oversensing atrial activity. Egm shows noise consistent with emi.

Event description:
It was reported that a remote transmission showed noise and oversensing at very fast rates in both the atrial and ventricle channels at the same time. The device and the leads remain in use. No patient complications have been reported as a result of this event. It was additionally reported that there was intermittent electromagnetic interference observed on stored electrograms for both the atrial and ventricular channels..

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.